Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent a total ankle revision due to failed/loosened implant. The patient also had ankle pain.

Event description:
It was reported that the patient underwent a total ankle revision due to failed/loosened implant. The patient also had ankle pain.

Manufacturer narrative:
Correction d2b. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: there was bone cement and bone left on both the returned devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿dislocation and subluxation of prosthetic components can result from improper positioning and/ or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Prosthetic components can loosen or migrate due to trauma or loss of fixation.¿ formal medical opinion was sought from an experienced independent medical expert as below; ¿the x-rays show an initially well-placed and well-aligned tar, with progressive radiolucencies and subsidence, confirming implant loosening. From the information that was available I conclude that the patient was treated state of the art. In general, according to popular belief, the threshold for an increased risk for revision was et at approximately 250 pounds (this patient weighs 233 pounds). However, loosening of an ankle prosthesis depend on many factors, both mechanical and biological. I cannot assess with certainty whether the patient¿s weight and occupation play a decisive role in this case. I cannot conclude a root cause from the information provided. The implant was properly placed, well aligned and there are no decisive medical factors contributing to this event.¿ more detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.